Event description:
In 2008, the pt reported he rec'd an e8 (power interrupt) error on his insulin infusion device. The pt was assisted in clearing it and stated he rec'd it because he removed the battery due to getting an e4 (occlusion) message that he did not know how to clear. He stated he first got an e4 when he tried to bolus for elevated readings. He said he changed his tubing and tried again to bolus, but received another e4. He stated his blood glucose reading was 426 mg/dl with is normal range being around 130 mg/dl. His symptom was feeling confused. The pt was instructed to run a prime and he rec'd a other e4 message. He was then instructed to disconnect the tubing and prime through the adapter which he did without error. The pt was instructed to attach a new tubing and he successfully ran a prime through it. The pt successfully delivered a 5 unit bolus of insulin to treat his elevated reading. The pt did not require assistance from a health care professional or second party to a address the issue. Product was requested to be returned for evaluation.